Manufacturer narrative:
This product was produced before the implementation of UDI and gudid data base requirements. Product was distributed before mandate. Occupation of the initial reporter was not stated in the complaint. Product has not been returned to 3m st. Paul as of the date of this report. End of report.

Event description:
It was alleged by a hospital employee that a 3m¿ ranger¿ high flow disposable set had a small hole within one of the channels of the cassette. The type of fluid being used was saline and this fluid leaked out of the hole. There was no reported patient injury.

Manufacturer narrative:
The actual used device was not returned. However, product from the complaint lot and other lots was received and tested. Sample size was small but product met specification that was tested. The purpose of this follow-up report was to provide this new information.